Event description:
Female patient who developed an acute non-st elevation myocardial infarction, underwent a left heart catheterization, left ventricular end diastolic pressure measurement, and intraaortic balloon pump placement. A balloon volume of 34 cc was in use with the intra-aortic pump. Patient transferred to critical care unit. Two days later while balloon pump in use, error message said "blood detected" in line. Line traced to right groin, but no blood noted. Pump was put on standby. Replaced with another pump. No further error messages. No untoward patient effects.